Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that during removal of articular surface, the articular surface screw fractured and surgeon opted to leave the screw in the tibial component.

Manufacturer narrative:
Concomitant medical products: 00598801114 stem extension straight long 14mm dia x 155mm length(combined length 200mm) 63315405; 00598004701 tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using 63650265; 00598800527 tibial block and screws precoat size 5 10 mm thickness 61487780; 00598800526 femoral component option for cemented use only size g left 63469462; 00599003701 posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw 63438144; 00599003701 posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw 63444512; 00599003720 distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 10 mm augment with screw 62144787; 00599003710 distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 5 mm augment with screw 62545085; 00598802017 stem extension offset 17mm dia x 100mm length(combined length 145mm) 61684047; 66017747 palacos r+g 2x40 85954607; 66017772 palacos r+g 1x60 86510013; 66017772 palacos r+g 1x60 86730015. Reported event was confirmed by review of the provided surgical notes. The review of the translated surgical notes indicate breakage of the fixation screw during an attempt to loosen the fixation screw for the lcck inlay with the torque wrench . The thread portion of the screw remains in the firmly cemented tibial component and can not be removed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.